Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and a33 alarm and drive support cap was not normal. The customer reported blood glucose value of 39mg/dl. The customer visited emergency room, hospitalized, and low blood glucose treated with glucose/carb intake. The event involved product(s) mmt-723lnas, mmt-332a and mmt-378a. Troubleshooting was performed. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-378a. Product return is required for mmt-723lnas.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind, self-test and a21 error test. The stop (idle) current and run current measurement tests are within specification. The pump also passed off no power alarm test. The pump was unable to prime during the prime/a33 test and then alarmed a33 during the prime/a33 test at 4.0 lbs due to cracked end cap. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test and the dat due to prime anomaly/a33 alarm and cracked end cap. . Drive support disk was inspected and no anomaly was noted. The pump was received with a cracked end cap. The case and end cap were also grinded. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case near the display window, broken battery tube threads, peeling/stained address serial number label, and scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below when reviewing the history download file. The pump was stored for an extended period without a battery. The pump was able to download the pump history file, but it was corrupted. There was multiple a47 alarm in the pump history due to corrupted history file. There was no data available in 09-jul-2024 in the pump history file. Unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date 09-jul-2024 in the pump history file due to no data available. Unable to perform the history review 1 week prior to the event date 09-jul-2024 in the pump history file due to no data available. Unable to complete the functional testing due to cracked end cap. Unable to confirm alleged low bgs. Prime/fill anomaly confirmed due to cracked end cap. A33 confirmed due to cracked end cap. Cosmetic damage was confirmed at the end cap. Loose drive support cap not confirmed. A47 confirmed in the pump history due to corrupted history file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.